Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the <<description>> field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to noise oversensing while in primary sensing vector. The patient was brought in for testing where the alternate sensing vector showed high myopotential noise. Technical services (ts) was consulted to review the data and help determine if secondary sensing vector was the best programming option for the patient. Upon review of the episode, ts noted that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts confirmed that using secondary sensing vector would be the most optimal programming option. Ts discussed additional troubleshooting options. The s-ICD remains in service and programmed to secondary sensing vector. No adverse patient effects were reported.